Event description:
It was reported that the patient underwent a revision procedure due to dimpled pump with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir and a new ipp cylinder, pump, and reservoir was implanted. The patient was stable following the procedure.

Event description:
It was reported that the patient underwent a revision procedure due to dimpled pump with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir and a new ipp cylinder, pump, and reservoir was implanted. The patient was stable following the procedure.

Manufacturer narrative:
The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functionally tested and failed activation test (2) and failed valve deactive state test. Product analysis concluded these activation issues could affect the functionality of the pump. Product analysis confirmed pump malfunction.